Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was explanted and replaced due to infection. Patient was fine before and post procedure.

Event description:
New information received indicated that prior to the patient being seen in the emergency room, the implantable cardiac monitor came out of the pocket.